Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the 25th november 2013 and performed to specification up to the 6th december 2015. The device failed multiple self-tests due to a low battery between the 13th december 2015 and the 21st february 2016. The returned pad-pak was inserted into the device and failed to power on, no status led was visible. This would confirm the reported fault. An acceptable shock was delivered during the testing. Investigation found the reported fault can be attributed to a short circuit between the green and red status leds due to over application of silver paste. This resulted in leakage current to the beeper and would have increase the current drain of the device and likely led to the premature depletion of the returned pad-pak. It is concluded that the short circuit was intermittent in nature as the status leds are tested during final test. The fault could not be replicated with a new membrane fitted.